Event description:
Intra-aortic balloon pump indicated helium leak. Unable to correct by resetting pump and setting up pump. Tygon tubing was free of any blood product. Gas wave form had deteriorated, failing to return to baseline from below zero point. Console was removed and replaced with another console without any improvement in the wave form. Chest tube clamp was placed on tygon tubing between pt and purge valve. This corrected problem proving that any leak was between the clamp and the actual balloon. Decision was made to replace the balloon. This corrected the problem, gas wave form was normal with no indications of any leaks. Balloon was examined and tested for leaks both in the unit and after being sent to the biomed dept. Neither area could find any leak or malfunction.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.